Manufacturer narrative:
Internal abrasion breaching the rv lumen was found at 8.7 - 9.9 cm from the distal tip. Inner lumen and ptfe cable coating was intact. Other damages found are consistent with damages that occurred during the explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular over sensing was observed. The lead was explanted and replaced. The patient's condition is fine after the event.